Event description:
The hospital reported that during a coronary artery bypass procedure, two heartstring seal did not deploy out of the delivery tube into the aorta. A replacement heartstring seal was used to complete the procedure. No patient complications were reported by the hospital. This report is for the first seal.

Manufacturer narrative:
Investigation results: the device was received as the seal is fully unwound and out of deployment tube. Further more the tension spring was not returned. The complaint cannot be confirmed based on the returned device status. A lhr review was completed for the product, there was no nonconformance associated with the lot number.